Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips 6/cart 84/box was received not used, closed in original packaging, lot # 73b1500218 was confirmed with sample. During visual inspection the components looked well assembled; clips without damaged. Functional inspection: the 6 hem-o-lok clips were loaded into the clip applier p/n 544180, batch # 06l0915814 (6 clips loaded into the applier were shaken to see if they fall: no issue were found). The 6 clips were closed (closure test) into the appropriate media tubing p/n 06424-66 according to manufacturing procedures (B)(6); all the clips were properly / correctly closed. Samples received did not confirm the defect reported by the customer clips broke in patient during visual inspection. In addition, a functional inspection was performed with clips received (6 clips), the device worked properly. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: it was reported that two patients with bleeding had to have re-operation after cholecystectomy because the clips applied were broken. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot number 73b1500218 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that two patients with bleeding had to have re-operation after cholecystectomy because the clips applied were broken. The patient's condition was reported as unknown.